Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, observed mark on center of lens. The lens was removed and replaced during initial procedure. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. The lens was returned in pieces inside the lens case. Viscoelastic was observed. The lens had been cut into two pieces. The lens portions were cleaned with klrp for further evaluation. Three gouged areas were observed in the center of the optic. Scrape marks were observed on opposite sides of the optic in line with the gouged area. This damage may indicate a plunger override occurred. The damage may also have been caused by loading forceps. Unable to determine if the damage occurred during delivery or the removal. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had a large aneurysm on the left side of the tip. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The root cause for the observed lens damage appeared to be related to a failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed in the cartridge. Three gouged areas were observed in the center of the optic. Scrape marks were observed on opposite sides of the optic in line with the gouged area. This damage may indicate a plunger override occurred. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).